Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to/received by the MFR; however, the investigation results have not been submitted/completed at the time of the report.

Event description:
Alleged issue: on (B)(6) 2015, dr (B)(6) was performing a laparoscopic cholecystectomy on a pt. Clips were not "locking" over structure when distal end of clip was cleared (no tissue was in the way of the distal end of the clip). Pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original the packaging with the lot # 73a1500440 which did not match with lot # 73a1500441 given in the notification. During visual inspection, the components looked well assembled and the trigger component was pre-activated with no clip stuck in the jaws. Failure mode not locking was not confirmed with sample received during visual inspection. A functional inspection was performed by activated the applier for a full activation cycle and no clip was released. The root cause is considered unknown since the sample was received with trigger component pre-activated. However, applier was activated with the remaining (B)(4) clips and the device worked properly. No quality issues were found during testing, therefore, failure mode not locking reported by customer could not be duplicated during functional inspection. The manufacturer will continue to monitor for trends.

Event description:
Alleged issue: on (B)(6) 2015, dr. (B)(6) was performing a laparoscopic cholecystectomy on a patient. Clips were not "locking" over structure when distal end of clip was cleared (no tissue was in the way of the distal end of the clip). Patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The procode was corrected to fzp.

Event description:
Alleged issue: on (B)(6) 2015, dr. (B)(6) was performing a laparoscopic cholecystectomy on a patient. Clips were not "locking" over structure when distal end of clip was cleared (no tissue was in the way of the distal end of the clip). Patient's condition was reported as fine.